Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced loss of best corrected visual acuity on both eyes(ou) and was presented with loose epithelium on left eye (os) at a 4 day post op exam. The patient¿s chief complaint was of unable to tolerate contact lens. The patient¿s comments were of blurry vision secondary to the bandage contact lens (bcl) and when the bcl was removed, there was epithelium loose and anterior basement membrane (abm) changes to the left eye (os). The patient experienced loss of best corrected visual acuity. The surgery center indicated the event is lasting and disabling, significantly interfering with daily activities. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -.50 x -4.00 x 42, left eye (os) pre-op 20/20 .25 x -4.00 x 140. Post-op bcva from (B)(6) 2017: right eye (od) post-op 20/50, left eye (os) post-op 20/100.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.